Event description:
It was reported that an arteriotomy closure of the mildly calcified and mildly tortuous left common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, an unspecified suture malfunction occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified left common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned for evaluation. The reported suture malfunction was not confirmed because the plunger, suture, link, needles and cuffs were returned in pre-deployed position and there was no suture malfunction noted. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.